Event description:
It was reported that the user accidentally struck the ilet insulin pump against a car, resulting in a cracked display that rendered the screen barely usable and interfered with device operation. Symptoms included no injury. Outcomes included the need for device replacement and temporary interruption of normal pump use. Investigation included collection of incident details and plans for device return. Investigation of this case revealed physical damage to the display consistent with user-induced impact affecting the screen component and usability. It was concluded, based on previously established findings for similar reports, that the cause was unintended external physical damage.